Event description:
It was reported that the procedure performed was to treat an internal carotid artery that is 80% stenosed. The large emboshield nav6 embolic protection system was successfully used for the procedure; however, after it was removed the filter was observed to be torn. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported torn filter membrane was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Product performance engineering reviewed the complaint information and analysis of the returned device. The embolic protection system (eps) was returned with visible blood. There were traces of fluid on the handle of the delivery catheter (dc). The returned condition is consistent with the device being inserted into the patient. Only the filtration element and delivery catheter were returned. The distal end of the membrane was returned bunched, torn, and separated but still intact to the distal neck material. There was no other damage noted to the filtration element. There was no damage noted to the delivery catheter nor to the pod as reported. There was no other damage noted to the eps. Based on the reported information and evaluation of the returned product, the filter damage was likely due to procedural circumstances. The torn and detached portion of the distal filter membrane likely occurred due to interaction with the introducer sheath during removal. If the filter was carrying an excessive embolic load during retrieval, this would prevent the very distal portion of the filter from being able to fully collapse into the retrieval catheter. As a result, when the retrieval catheter was withdrawn into the introducer, the exposed portion of the filter membrane likely tore and detached but remained intact to the distal neck. There was no damage to the filter membrane during use, further suggesting that the damage occurred during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.